Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant products: mentor smooth round moderate plus profile 325cc saline breast prosthesis, catalog #3502325, serial #(B)(4). (B)(4).

Event description:
It was reported that a (B)(6)-year-old female patient underwent a breast augmentation revision procedure with mentor smooth round moderate plus profile 325cc saline breast prostheses that both deflated after implantation. It was reported that the left side deflation was confirmed by an exam and that the right side deflation was unconfirmed. As a result, the patient underwent bilateral explantation on (B)(6) 2018. After explantation surgery, it was discovered that the devices were not deflated. This medwatch report is for the left breast prosthesis.

Manufacturer narrative:
On 07/05/2018, the device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).